Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 22 mg/dl; cause was unknown. Reportedly, the customer¿s parent called 911 and an ambulance. Customer was seen in the emergency room and ultimately admitted to the intensive care unit. Customer was treated with ¿d10 by the paramedics and also at the hospital multiple times during her stay¿ to address the bg. Customer was discharged 2 days later, 1/21/2026, with the issue resolved and no permanent damage. A system check was performed, and it was found that the customer was using off label insulin (u500 humulin r) within the pump supplies. Tandem technical support educated the customer on insulin labeling.